Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A nurse reported a cerelink sensor (ID 826850) was placed on (B)(6) 2022. The patient was transported to operating room for femur fixation and the senor was disconnected from the monitor on (B)(6) 2022. The monitor was left in the patient¿s picu room, and was left plugged in. The patient returned to the "picu" after surgery and the sensor was reconnected to the monitor however, the monitor displayed a sensor/extension cable failure message. The extension cable was swapped out however, the error did not clear. The sales representative instructed the medical staff to check all the connections (sensor to cable, cable to monitor, power cord to monitor, and power cord to wall) all were secure; then to power the monitor down and after a few minutes, turn it back on; the error message continued. At that point, he asked to disconnect the sensor and swap out the monitor and extension cable with a new system; that did not clear the error. The sensor was removed on (B)(6) 2022 secondary to failure and the physician elected not to place a new sensor. Patient improved and in stable condition. Patient was o longer in the picu and neurological condition was good. Clinical questionnaire provided: time/date of sensor implant: (B)(6) 2022 @ 0100 est. Time/date of failure: (B)(6) 2022 at approximated 1800. Description of the failure: sensor/extension cable failure. Serial number: (B)(4). Lot number: unknown. Implant location: parenchymal. Hospital location of implant: ICU. Did the failure occur during patient movement? (I.e. Reposition, transport, out of bed for bathroom, ambulate, chair, etc.) After. Amount of time between patient movement and failure event. Unknown. Was the microsensor disconnected from the integra/codman icp monitor during each phase of transport? Yes. Did the patient receive an MRI or CT scan before the failure occurred? No. What was the icp waveform quality before the ¿event¿? (If connected to patient monitor) good quality. What is the current mean icp? Unknown. What is the icp waveform quality after the ¿event¿? Unknown. When the failure occurred, was the integra/codman icp monitor plugged into the wall? Yes. When the failure occurred, was the integra/codman icp monitor connected to a patient monitor? Yes. Does the icp value on the integra/codman icp monitor match the icp value on the patient monitor? No number displayed. When the failure occurred, where was the integra/codman icp monitor positioned? IV pole. List all devices being used close to the integra/codman icp monitor: bed, patient monitor, IV pumps. Were bipolar or monopolar forceps used while the sensor was plugged in? Unknown. Describe the quality of the insertion-unknown. If icp express was used, what did the display show at point of ¿event¿? Icp value:none / systolic value:none / diastolic value: none. Was more than 1 integra/codman icp monitor used for the sensor? (Example: 1 cerelink/icp express in or and different cerelink/icp express in ICU) no.

Manufacturer narrative:
The cerelink microsensor was returned for evaluation. Device history record (DHR) - the product 826850 for lot 5101864 (sn (B)(6)), and the lot met specifications when released. Failure analysis - based on the analysis and investigation, the issue of the complaint has been confirmed: catheter material stretched 16.5cm from case. Internal wires broken at stretched area of catheter. No testing was possible. Based on the failure analysis, the root cause could be determined as a mishandling of the catheter.